Event description:
Medic 22 had a ventilator failure in the middle of a breathing difficulty call. The vent kept reporting insufficient oxygen warning, then progressed to self-check failure, then drive motor failure. The device failure was detrimental to patient care as the patient was in extremis and required aggressive treatment. The problem is reproducible during troubleshooting.